Manufacturer narrative:
(B)(4). Customer was not completing the interactive portion of the battery insertion test correctly.

Manufacturer narrative:
(B)(4).

Event description:
It has been reported that the device is failing self-test.